Manufacturer narrative:
(B)(4). The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Several test batteries were inserted into the pump with no issues being taken out. The pump was received with a critical pump error (open book image) alarm however, pump rebooted during download attempt. Critical pump error (open book image) alarm caused by 3 consecutive pump error 53 alarms (line number: 5632 and file number: 2005) due to a software issue. Inspected for solder connection issue fa fy2020-09, result: solder present at power connection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that battery was stuck in insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.